Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump would not charge with the usb cable and wall adapter. Customer's blood glucose was 143 mg/dl. Reportedly, the customer was sent new a new charging cable and wall adapter.